Manufacturer narrative:
The field service engineer (fse) observed bubbles on the reaction vessel (rv) while performing reagent pipettor #1 and #2 pressure sensor calibration. The fse also noted there were no face seals on the pump quick disconnect and installed the face seals and verified all quick disconnects. The fse verified the pipettor to carriage z alignments and made adjustments. The fse performed pipettor pressure sensor calibration and did not notice bubbles in the rv. System check passed and 15-repetition precision study passed within specifications. The fse also examined for fluid leaks, noted by the customer, but none was identified. The fse primed the system and qcs were within the customer's expectations. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the missing pump face seal, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported non-reproducible alpha-fetoprotein (afp) results with percentage differences greater than 10%, on several patient samples, involving unicel® dxi 600 access® immunoassay system. The non-reproducible results were not released from the laboratory. There was no patient impact associated with this event. The customer stated afp calibrations and quality control (qc) failed, out of specifications. Quality control is performed prior to and after sample analysis. The customer performs apf testing only on pipettor #1, and noted the tops of the reagent packs appeared something had dripped on them. The customer inspected the pipettor and noted it was dirty and evidence of splashing around the pathway of pipettor #1. The customer also noticed insufficient sample in the sample vessel for pipettor #1. The customer's facility is a reference laboratory and samples are collected offsite. The samples were a combination of serum and amniotic fluid and stored refrigerated prior to analysis. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.